Event description:
The customer reported that he was hospitalized with a low blood glucose reading of 41 mg/dl. Prior to the event, the customer was dizzy and had no sense of balance. The customer stated that he's had low blood glucose unawareness for 15-20 yrs. The customer felt that the insulin pump was functioning, and did not feel the need to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.